Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify button keypad anomaly due to blank display. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer called and reported that their insulin pump alarmed with a button error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer was unable to give a bolus due to an unresponsive keypad. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.